Manufacturer narrative:
Customer name and address: phone: (B)(6). PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, before patient contact for a retrograde intrarenal surgery, an ngage nitinol stone extractor basket would not open or close. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
Additional information received 07jan2023: the failure was identified while testing the product before the procedure. They complete the procedure with another device of the same type.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B5: additional information received 07jan2023. H3: device evaluated by mfg = the device was not returned. Event summary: it was reported, before patient contact for a retrograde intrarenal surgery, an ngage nitinol stone extractor basket would not open or close. The failure was identified while testing the product before the procedure. They complete the procedure with another device of the same type. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned to cook for investigation. A picture was provided by the user that showed the basket in the closed position. The DHR records no events and no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. A review of relevant manufacturing documents was conducted. The information provided upon review of the dmr, DHR, and IFU suggests that there is no evidence the device was manufactured out of specification. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the nature and cause of the issue could not be determined due to the device not available for investigation. There are multiple possible causes for the reported issue of the basket not opening and closing properly. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.